Manufacturer narrative:
The internal complaint file # (B)(4). Has been logged for this incident for traceability. The ri-2 and disposable involved in the incident have not been returned to belmont medical technologies for evaluation. The biomed reported that during a case resuscitation a belmont failed, caught on fire and then a second one was brought in and also caught in fire. Belmont's sales manager later confirmed that it was two incidents with two devices and two different disposables. He is insistent that it was only blood and saline being run in both cases. Overheat occurred at the temp probe on both disposables in both devices. Although the patient involved in the incident expired, it was confirmed that the device did not cause or contributed to death. On further follow-up with the user facility, it was confirmed that they just observed plume of smoke during the incident. The device did not go on fire. After changing from the first ri-2, the entire disposable, 3-spike "heat exchanger" portion, large reservoir, patient line was moved from the first ri-2 to a second ri-2. After which they started infusing and immediately noticed leak. Then a new 3-spike disposable was installed but kept the same blood, large reservoir, and patient line and continued infusion for 1 hour (on and off) at 750 ml/min. After that, they got "overheat error" message (do not know code) followed by the plume of visible smoke was observed. Based on the review of 3-spike disposable photos provided by the user facility, the disposable appeared deformed and a clot can be seen in the heat exchanger at the 12:00 location which can lead to blocked blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an "over temperature" alarm. Additionally, the disposable set and blood were transferred and re-used for in this second ri-2 which is not recommended. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser displays the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists."the operator's manual also provides possible conditions and additional recommended operator actions. The operator's manual provides instructions on installing the disposable set and additional recommended operator actions. The step-by-step procedures in manual has warning on installing the disposable, "do not kink or twist the tubing" and "do not apply excessive pressure to the pressure transducer. The pressure transducer can be damaged with excessive force. Do not use the system if the pressure transducer is damaged". All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. We are continuing to attempt to get the device involved in this incident returned for investigation. Without results of the device investigation, no conclusions can be drawn at this time. A follow-up report will be submitted once the investigation is complete and additional information becomes available.

Event description:
The biomed reported that during a case resuscitation a belmont failed ,caught on fire and then a second one was brought in and also caught in fire. Belmont's sales manager later confirmed that it was two incidents with two devices and two different disposables. User states that it was only blood and saline being run in both cases. Overheat occurred at the temp probe on both disposables in both devices. Although the patient involved in the incident expired, it was confirmed that the device did not cause or contributed to death. It was confirmed that the user only observed smoke during the incident. The device did not go on fire.

Manufacturer narrative:
The device used in this case was returned to belmont and evaluated by a belmont service technician. The reported issue could not be reproduced after extensive functional testing and stress testing at elevated temperature for 48 hours. Belmont double checked the input and output temperatures from the system, both input and output temperature probes, the power drive module assembly, the bobbin coil assembly, and all cables in the system for proper connections, and they were all connected and operated properly. There was no evidence of the device having caught on fire during evaluation. The disposable sets were not returned to belmont for evaluation; therefore, a thorough investigation into the disposable set is not possible. All 3-spike sets are 100% visually inspected and 100% leak tested prior to final packaging and release for shipment from belmont medical technologies. A site visit by belmont risk management and engineering was conducted. It was determined the staff was well aware of incompatible fluids with the device. The customer detailed that there have been no changes to the hospital's mtp protocol since the issue has started. A root cause of the clot could not be determined from the site visit.